Event description:
Oil leaking from straight saw attachment. No surgical delay. Case type / application: tka.

Manufacturer narrative:
Reported event: an event regarding foreign matter involving a mako saw attachment was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records cannot be conducted as the lot/serial number reported was incorrect. Complaint history review: a complaint history review cannot be conducted as the lot/serial number reported was incorrect. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Oil leaking from straight saw attachment. No surgical delay. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.